Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported sheath tube detachment remains unknown.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure, a sheath tube detachment occurred. While attempting to remove the sheath from the right internal jugular (ij), the sheath and tubing separated leaving a portion inside the patient. Interventional radiology was called to remove the detached portion from the patient via venous access.